Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant failed upon insertion due to mobility and the lack of primary stability in ada site 7. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant failed upon insertion due to mobility and the lack of primary stability in ada site 7. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).